Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system stuck on blue screen. The technical support specialist ensured the "dependencies.xml " file, "c:\program files (x86)\carefusion\medstation\carefusion.dispensing.medapplication.exe" and rebooted the station to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on blue screen. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.